Event description:
Hospitalized for low blood sugar levels. It was indicated that the customer's activity level had decreased. The programming on the pump was accurate and no significant findings while troubleshooting. Currently, the customer is off the pump per md's request.